Manufacturer narrative:
The reported event of incomplete coaptation and regurgitation could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020. A 33mm biocor valve was implanted. Post implant an echocardiogram was performed and incomplete coaptation and regurgitation was reported. Prior to closing the patient the valve was working normally. The device was explanted on (B)(6) 2020 and replaced with a 33mm epic valve. The patient was reported to be in stable condition.